Event description:
The consumer reported that the patient had a loss of therapy on (B)(6) 2016. The patient was having a lot of nausea. The patient had nausea whenever they ate. The patient needed a new health care provider (hcp) to verify if the implantable neurostimulator (ins) was working and to make adjustments. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.